Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The customer had pancreatic cancer, which was the cause of death. The caller stated that the customer was never on the insulin pump with insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.